Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. Upon introduction of a 2.25x16mm promus premier drug-eluting stent, it was noted that the stent struts were frayed at the end. The device was discarded and the procedure was completed with a different device. No patient complications were reported and the patient did well.